Event description:
Female patient experienced pain, heat and swelling, explanted.

Manufacturer narrative:
Too high expectations. Pain, swelling and redness is within expectations 10 weeks after implantation.